Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device was unable to fire and the lever could not be squeezed, making the staple line incomplete. A new device and reload was used in order to complete the case. There was no patient injury involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload was partially fired with the interlock engaged. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and applied to test media. All remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.